Event description:
It was reported that during implant of the right ventricular (rv) lead there was difficulty passing the stylet through the lead about two centimeters into the lead, near the junction of the connector. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).